Manufacturer narrative:
Based on the information provided, it was determined that the affected tissue samples were derived from the following two (2) protocols: the "factory 12hr xylene standard" protocol comprising 200 cassettes, which started in retort b at 16:54pm on (B)(6); and completed at 07:00am on (B)(6) 2019; and the "factory 12hr xylene standard" protocol comprising 51 cassettes, which started in retort a at 17:30pm on (B)(6) 2019 and completed at 07:00am on (B)(6) 2019. No use error(s) was identified in relation to the interaction between the user and the instrument either prior to, or during execution of the "factory 12hr xylene standard" protocol started in retort b at 16:54pm on (B)(6); and the "factory 12hr xylene standard" protocol started in retort a at 17:30pm on (B)(6) 2019. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 12hr xylene standard" protocol started in retort b at 16:54pm on (B)(6); and the "factory 12hr xylene standard" protocol started in retort a at 17:30pm on (B)(6) 2019, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received a complaint involving failure of both the factory 12 hour standard xylene protocol comprising 200 cassettes started in retort b on (B)(6) 2019 and a processing run in retort a on (B)(6) 2019. Information documented by the complainant on 22 january 2019 detailed the following as a description of the affected tissue samples: "the tissue appeared rubbery and could not be embedded in wax". The complainant also documented the following as to whether all cases involved in the event were diagnosable: "the majority are, but 3 reported to me as undiagnosable."; and that re-biopsy had been recommended for three (3) cases. (This information was documented in the adverse event information form, which was received by leica biosystems on 24 january 2019). On 29 january 2019, leica biosystems (B)(4) received the following information from a leica tac helpdesk engineer in relation to the failed processing runs executed in retort b on (B)(6) 2019 and in retort a on (B)(6) 2019: "I have spoken to (B)(6) this morning; she advised that in all of their runs they have seen some case of un-diagnosable tissue but it appears they are putting large biopsies in with small biopsies but she cannot tell me in which exact runs this tissue was damaged...". Clarification is being sought as to the number of un-diagnosable cases; and the patient identifier, age/date of birth, sex, and weight of each patient. As at 19 february 2019, leica biosystems has not received further information from the complainant.